Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the scanner was internally damaged and required being held at a specific angle to function properly. A field service engineer (fse) identified that the unit had a failed barcode scanner that was not related to a cable issue, even after a new cable was installed, as the unit continued to behave intermittently. The fse replaced the entire unit with a new one and performed testing to confirm proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was damaged internally and did not function under normal conditions, requiring it to be angled in a certain position in order to scan. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.